Event description:
A pixel issue on a pump display was reported, leading to difficulties for the customer in interacting with the pump and reading the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual daily injections (mdi) for insulin therapy.